Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#11-301312, arcos con sz b hi 60mm, lot #935070. Item#11-300818, arcos 18x150mm spl tpr dist, lot #576520. Item#16-104170. Rnglc+ ltd hole fin shell sz70, lot #124780r. The device will not be returned for analysis, due to the location of the device is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03869.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, patient was revised approximately 6 months later due to unknown reasons. The head and liner were removed and replaced. Attempts have been made and no further information has been provided.